Event description:
Reporter stated that for the last week the pt has been experiencing low blood glucose (in the 50s [mg/dl]). Pt self-treated low blood glucose by eating. Pt switched to back-up device and blood glucose returned to normal.